Manufacturer narrative:
The analysis results for the b5lt instrument (a) found that the obturator cannula was bent. No conclusion could be reached as to what may caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results for the b5lt instrument (b) found that the obturator cannula was bent. No conclusion could be reached as to what may caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results for the b5lt instrument (c) found that the obturator cannula was bent and the sleeve was broken. No conclusion could be reached as to what may caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results for the b5lt instrument (d) found that the obturator cannula was bent. No conclusion could be reached as to what may caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results for the b5lt instrument (e) found that the obturator cannula and the sleeve was bent. No conclusion could be reached as to what may caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed an anomalies were noted during the manufacturing process.

Event description:
It was reported that the unused devices have bent obturators prior to use in any cases. The devices are available for analysis.